Event description:
Report received from (B)(6) stating that the device had an unknown issue. Device was not used in surgery. It is unknown if there was injury or medical intervention were reported. The date of the event is unknown. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).